Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's grandfather reported that they were not able to get into carelink personal today. Customer also experienced a high blood glucose reading of 421 mg/dl in the past couple of days. Customer's reservoir was low before bed and his grandparents believed that he wasn't getting insulin at night. Customer changed his set and was given a correction bolus, which quickly brought down his blood glucose. Caller declined a transfer to the helpline.